Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. Reportedly, the cleaning of the implant pocket and the irrigation was performed. No additional adverse patient effects were reported. This implantable lead remains in service.